Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that buttons on the insulin pump are not functioning properly. It was also reported that the insulin pump was exposed to water. Customer's blood glucose level at the time 154mg/dl. Advised insulin pump would be replaced. No additional information is provided.